Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information.

Event description:
The customer tested her blood glucose on her contour next and the reading was 35-40mg/dl higher than her reading on the fire station's contour next. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips were not expected to be returned for investigation. A new meter was sent to the customer.